Event description:
It was reported that the va-lcp condylar plate 4.5/5.0 le 16ho l3 experienced early plate breakage approximately two weeks post-surgery. The plate was found partially broken on opposite sides about 12 cm from the condylar side in two va-locking hole sites. The event occurred after an initial operation with no reported difficulties, and the patient was reoperated with a similar implant. There was no reported patient harm or significant delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.